Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncope and some asystole. Interrogation of the device found the right atrial (ra) lead exhibited oversensing noise. During the revision of the ra lead, the right ventricular (rv) lead exhibited oversensing noise due to possible subclavian crush and possible fracture, as well as high impedance. Loss of capture was also reported. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.